Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient observed high blood glucose levels of 400 mg/dl since (B)(6) 2020. The patient attempted to self treat by changing the accessories and giving correction boli, however blood glucose did not decrease. On (B)(6) 2020 the patient experienced elevated blood glucose symptoms and received a blood glucose result of 600 mg/dl. The patient went to the emergency room and was admitted into the hospital. The hospital removed the infusion device from the patient. The blood glucose results and treatment obtained at the hospital were not provided. The patient was discharged from the hospital on (B)(6) 2020. He will return home with insulin pens as therapy until he can get a replacement pump.